Event description:
It was reported that a lead break was discovered during a prophylactic generator replacement surgery. The portions of the lead that were removed during surgery were discarded in the or and will not be returning to the manufacturer for analysis. Good faith attempts to obtain info on the suspected cause of the lead break have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.